Manufacturer narrative:
Lot information is unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
Per complaint (B)(4) after clinical procedure, broken or fractured component was observed.